Event description:
Caller reported that pump became hot to touch, although no temperature alarms were recorded in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer opted for mdi as backup therapy to ensure insulin delivery, and cts took action by sending a replacement pump and charging supplies, advising the caller on necessary steps for handling the new pump, including waiting for a session to end before inserting a new sensor and instructing them to allow the pump¿s battery to fully deplete before returning it to tandem.